Event description:
It was reported that the customer had high blood glucose levels of 206 mg/dl. The customer reported being in and out of the hospital lately. The customer reported that she has congestive heart failure which causes her blood glucose levels to go high. The customer also reported a broken belt clip for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.